Event description:
Customer reported that the power is intermittent. When the unit was tested with new batteries and the battery door is closed that the alarm sometimes does not power up. There are no signs of corrosion or battery leakage detected. The battery door closes properly. The battery springs are not loose or missing. There was no pt incident or injury reported.

Manufacturer narrative:
Eval: results: eval of the returned product confirmed the reported issue. The unit did not power on with customer's returned batteries; all four batteries were tested and read low, when are insufficient to power up the unit. The unit did power up with new batteries, but only for five seconds, and then turned off on its own. The unit was retested and did not power up. Also the unit did not power up when tested with an external power supply. Additionally found the battery springs are bent. Note: instructions for use statement: after changing batteries, test the alarm and sensor for proper operation prior to putting in service with a pt and each time before leaving the pt unattended. When storing the alarm with power on, check the alarm every week to make sure the batteries are still operable and the alarm is still on. (B)(4).